Manufacturer narrative:
The complaint investigation for falsely decreased sodium result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. The ict sample diluent is used for analysis of electrolytes on the alinity c processing module. A search by product lot found normal complaint activity for this issue. The trend review for the ict sample diluent (ln 07p53) found no trends related to this issue. Device history record review did not identify any non-conformances or deviations related to the current complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Quality control was in range at time of discrepant results, indicating the assay is performing as expected. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the ict sample diluent, lot number 90474un22 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased sodium result generated on the alinity c processing module for one patient. The result was not reported out of the lab. The customer repeated the sample and the result was normal. The following data was provided: customer¿s reference range is 136 to 146 mmol/l. (B)(6) 2022 sid (B)(6). Initial result = 116 mmol/l, repeat result = 140 mmol/l. Repeat result on different analyzer = 140 mmol/l. No impact to patient management was reported.